Event description:
On (B)(6) 2015 lay user/ patient reporter contacted lifescan (lfs) (B)(4) and alleged their one touch ultra and other meter gave an inaccurate result and other message. The complaint was classified based on the customer care advocate (cca) documentation. An attempt was made to contact the customer with follow up questions by a cca on this medical surveillance specialist behalf, this attempt was unsuccessful. The reporter claimed that the meter issue began on (B)(6) 2014 at 10 am. The reporter was unable to answer the question on how the patient manages there diabetes. It is unknown if the patient made any changes to their usual diabetes management regimen in response to the alleged product. The reporter alleged the patient developed symptoms of ¿shakiness and often using the bathroom¿ 2 weeks after the product issue began. The reporter alleged the patient received treatment due to the product issue; however was unable to answer what type of medication was used and when the treatment was received. During troubleshooting the cca was unable to find out if the inaccuracy was with blood or control solution, nor what type of comparison, if the unit of measure was set correctly, or find out what the issue was with the results was. Replacement products were sent to the patient. This complaint is being reported because the patient suffered symptoms suggestive of a serious blood glucose excursion and received medical intervention after the alleged meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.